Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian that her daughter presented with persistently elevated blood glucose (bg) levels despite a recent pod change. Morning bg was 430 mg/dl, decreased slightly below 400 mg/dl after pod replacement, but later rose to 499 mg/dl at school. Upon evaluation at (B)(6) hospital, bg was measured at 556 mg/dl. The patient experienced nausea and headache. Clinical examination revealed that the pod adhesive was wet, indicating insulin leakage during wear. The pod was replaced, and the patient was given paracetamol and insulin. The patient's symptoms improved, and she was discharged the same day.